Event description:
It was reported that a request to review this patient's cardiac resynchronization therapy defibrillator (crt-d) was made as it recorded a non-physiologic noise on the right atrial (ra) channel, and it was inquired if the same episode had atrial tachycardia. Technical services (ts) reviewed the case and noticed atrial tachycardia below the atrial tachy response trigger rate, with a few instances of the mentioned non-physiologic noise on the ra channel, which appeared to be caused by air bubbles. The patient's physician believed there is fluid in the ra port and ts agrees. The patient will continue to be monitored since the noise is not being oversensed. However, further information was eventually received indicating a sudden and constant high out-of-range pacing impedance jump to over 3000 ohms was noticed and inappropriate atrial tachy response episodes recorded due to ra noise oversensing, suggesting an integrity issue with the ra lead. The patient will be brough to the clinic for ra lead evaluations. This ra lead remains in service and no adverse patient effects were reported.